Event description:
The pt was attempting to use the handle (of the lifting pole), when it broke. The handle fell and hit the pt in the face. The pt did not sustain any injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.